Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they noticed damage on the transmitter. The customer received weak signal alarms. Customer's blood glucose level was 476 mg/dl. They changed the site and was given a shot to treat his blood glucose level. The infusion set cannula was bent. The device was not returned.